Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6); time: by noon; alternate poc: 7.7. Date: (B)(6); time: 12:30; inratio: 2.9. Date: (B)(6); time: 12:30; lab: 7.2. Therapeutic range: 2 - 3. Nurse tested non-coumadin person; inratio = 1.0 using the same box of strips as used on patient (lot number 330238, meter sn (B)(4)).

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.